Manufacturer narrative:
This evaluation was performed on the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. While the customer was attempting to reload the same cartridge, the pump requested a minimum of 100 units. The customer indicated that the cartridge would be changed. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
This evaluation was performed on the cartridge.